Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinder was changed due to a micro hole was observed.

Manufacturer narrative:
Investigation summary: based on the information available and physical analysis of the ams 700, boston scientific concludes the reported cylinder hole was the result of sharp instrument damage. No other anomalies were observed. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinders were visually inspected and leak tested. Cylinder 1 had a small leak that was the result of sharp instrument damage; a small hole was present. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available and physical analysis of the ams 700, boston scientific concludes the reported cylinder hole was the result of sharp instrument damage. No other anomalies were observed. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during implant of an inflatable penile prosthesis (ipp) system, a micropuncture was observed in the cylinder component. An alternate set of cylinders was implanted to complete the procedure.